Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). The issue has not been resolved yet. They are planning to reevaluate patient when she is getting little to no relief from her one good lead she still has. She was getting great relief with the one good lead and the physician agreed that they would re-evaluate when needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported there may have been contributing factors to the patient's high impedances as they have had more falls due to their gate being off. The cause of the issue has not been found yet. Rep reported the issue has not been resolved and the patient is receiving great therapy from the one lead but was informed that they could go in for a lead revision if that therapy no longer works for them.

Event description:
It was reported that impedance issues were identified with the pain stimulation implantable pulse generator (ipg) during pre-operative testing, as all 0-7 contacts registered over 40k ohms. After the implantable neurostimulator was replaced, post-operative impedance testing revealed continued issues: all 0-7 contacts were over 11k ohms, and contacts 2, 4, and 7 on ref 8 and ref 15 were over 40k ohms, while 8-15 contacts remained within range. The patient was programmed with a legacy group utilizing 8-15 contacts and was reported to be receiving appropriate coverage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.